Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge/segmental resection, after clamping the tissue, the doctor attempted to fire, but the handle could not be squeezed and the device could not fire. The reload was replaced with a new one and it could be used. Staple at the proximal end of the cartridge was slightly pushed out. There was no patient injury.